Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was seeing a pain doctor this week to get a refill of medication (exact date and time unknown). It was noted nothing had been scheduled yet, as far as the rep knew, to revise the patient¿s catheter. Nothing had been resolved yet. However, the patient was stable and doing well at home per the husband. It was also reported this was not the rep¿s patient, and the patient happened to be at a hospital they were on call at. The patient¿s weight was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8703w lot# l36578 serial# implanted: (B)(6) 1995 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: l36578, ubd: 31-jul-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine with concentration 25 mg/ml via an implantable pump for non-malignant pain. It was reported that the company representative was initially paged to go to the emergency room (ER) where she met a patient who was believed to be going through withdrawals. They checked the pump reservoir and it said it should be at 0 ml, but when the doctor aspirated they were able to get 4 mls back out of the pump. It was confirmed that the pump was not actually empty. Then then decided to do a catheter aspiration port (cap) aspiration where it was seen that the catheter was not patent. The doctor switched from 25 mg/ml to 10 mg/ml of morphine. It was noted that when the company representative left the patient, the dose rate was at .5 mg/day. It was further noted that when the company representative left, the doctor called back stating that he wanted to put the patient back to 30 mg/day for the dose. Technical services ran through the bridge bolus duration and reviewed that the internal pump tubing would be different if the doctor was going to speed the pump up. It was further reviewed that the patient would be at a bolus of around 2.25 milligrams if the doctor decided to turn the pump to 30 mg/day right at the time of the end of the bridge bolus. It was noted that the company representative was going to try to meet the patient and assist with updating the dose which was at .5mg/day to around 30 milligrams a day. It was later further reported on 2021-jun-26 that they refilled the pump to a lower concentration from 25 mg/ml to 10 mg/ml; 33 mg/day to .5 mg/day.